Event description:
It was reported that the 8300 devices were failing co2 accuracy during check in. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue that the 8300 devices were failing co2 accuracy during check in was due to the leak in the test setup. Technician found leak in the setup and corrected which increased the flow from 12 ml/min to 512 ml/min. Then the device passed the check-in. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.